Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 28mm in length target lesion was located in the severely tortuous, moderately calcified, and 3mm in diameter left circumflex (lcx) artery. A 28 x 3.00 promus premier¿ drug-eluting stent was used to treat the lesion. However, during the procedure, the delivery shaft was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that hypotube was broken 220mm distal to the strain relief with multiple kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The crimped stent and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The crimped stent outer diameter (od) was measured and was within the maximum crimped stent profile measurement. No issues were found with the balloon. The tip was visually and microscopically examined and slight damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the shaft break occurred over 15cm from the hub and the device was completely removed from the patient's body with the guiding catheter.